Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011. (Patient ID and weight are unknown) according to the complainant, the patient had a large, abnormal cavity (septate with polyps and fibroids). A 6ml per minute fluid loss alarm was received approximately eight minutes and thirty-two seconds into the ablation phase, and fluid was observed to be leaking from the patient's cervix. A vaginal burn occurred due to the leak. The procedure was completed without any further complications. The physician treated the burn with silvadene cream. The patient was reported to be "great" at the conclusion of the procedure.